Event description:
Complainant's family member died per death certificate from perforated heart, liver, and esophagus from failed medical device, lap-band, an adjustable gastric banding. Complainant stated their family member died during surgery in 2003. Complainant provided manufacturer of product.